Event description:
During a replacement procedure, the device right atrial (ra) port set screw did not make the "ratchet sound." The lead was unscrewed and rescrewed, still no expected ratchet sound. While the ra lead could not be tugged out of the device port, the physician chose to not use the device and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The grommet was damaged and foreign material was noted on the set screw, plus the set screw had a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).